Event description:
It was reported the patient with this neurostimulator hurt their back while digging. While pulling on something during the dig, they felt their back pop. The patient was given prednisone for their strained back by the primary care provider. The patient still has some pain; the pain is located in the middle of their lower back. The patient has an appointment with their primary care provider to follow up on their back and other medical stuff. The patient was on level five and dropped it to level four which helped their bladder symptoms. Their frequency is every two hours as opposed to every hour prior to implant. The nighttime voids are at three times, and they have urgency but can make it to the restroom usually. Due to other medical conditions and pain that comes and goes, this may take time for the patient's bladder to calm down and get back to where it was. The pain from their strained back can cause incontinence to kick up. The patient's primary care provider does not know much of the device and the patient has not seen a urologist for this. The plan is for the therapy support specialist to follow up to see how things are going. The therapy support specialist (tss) wanted to give the patient time to recover and address other medical stuff. The tss has a follow up call scheduled with the patient. After the follow up call, the patient said their bladder symptoms are getting better. Their back is still irritated, but not as bad as it was a month ago. The patient was not prescribed medication or taking anything at this time. They will call the tss if they need anything.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, but it was confirmed the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary incontinence, pain, and urinary urgency were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description.

Event description:
It was reported the patient with this neurostimulator hurt their back while digging. While pulling on something during the dig, they felt their back pop. The patient was given prednisone for their strained back by the primary care provider. The patient still has some pain; the pain is located in the middle of their lower back. The patient has an appointment with their primary care provider to follow up on their back and other medical stuff. The patient was on level five and dropped it to level four which helped their bladder symptoms. Their frequency is every two hours as opposed to every hour prior to implant. The nighttime voids are at three times, and they have urgency but can make it to the restroom usually. Due to other medical conditions and pain that comes and goes, this may take time for the patient's bladder to calm down and get back to where it was. The pain from their strained back can cause incontinence to kick up. The patient's primary care provider does not know much of the device and the patient has not seen a urologist for this. The plan is for the therapy support specialist to follow up to see how things are going. The therapy support specialist (tss) wanted to give the patient time to recover and address other medical stuff. The tss has a follow up call scheduled with the patient. After the follow up call, the patient said their bladder symptoms are getting better. Their back is still irritated, but not as bad as it was a month ago. The patient was not prescribed medication or taking anything at this time. They will call the tss if they need anything.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient with this neurostimulator hurt their back while digging. While pulling on something during the dig, they felt their back pop. The patient was given prednisone for their strained back by the primary care provider. The patient still has some pain; the pain is located in the middle of their lower back. The patient has an appointment with their primary care provider to follow up on their back and other medical stuff. The patient was on level five and dropped it to level four which helped their bladder symptoms. Their frequency is every two hours as opposed to every hour prior to implant. The nighttime voids are at three times, and they have urgency but can make it to the restroom usually. Due to other medical conditions and pain that comes and goes, this may take time for the patient's bladder to calm down and get back to where it was. The pain from their strained back can cause incontinence to kick up. The patient's primary care provider does not know much of the device and the patient has not seen a urologist for this. The plan is for the therapy support specialist to follow up to see how things are going. The therapy support specialist (tss) wanted to give the patient time to recover and address other medical stuff. The tss has a follow up call scheduled with the patient. There were no additional patient complications.